Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a patient via phone that an ar-13070l-s patella sutureplate ii and (11) ar-5051-x low profile screws are making loud grinding noise with a range of motion. When the patient's knee is bent at sixty degrees, the implants hit the tibia, making an audible destructive sound. The procedure was performed on (B)(6) 2022. The patient started to experience the grinding noise sometime in (B)(6) 2023, which has worsened since then. The surgeon has taken x-rays and discharged the patient from physical therapy as the surgeon recommends revision surgery for hardware removal. The revision surgery has not been scheduled as of yet. The patient contacted arthrex to get a percentage of the patients with this specific implant undergoes hardware removal.

Manufacturer narrative:
Additional information: d6a, g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.